Event description:
It was reported that the customer experienced high blood glucose levels after having surgery to remove a cyst. The customer's blood glucose readings were between 350-400 mg/dl. The customer stated that an issue with the infusion set caused the elevated blood glucose levels. The customer stated that as a result of the high blood glucose, she suffered an infection at the site of her surgery, which caused her to be hospitalized. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.